Event description:
It was reported that during product prep, it was noted that the swg could not be inserted through the ars. The swg became jammed inside the ars lumen. As a result, a new kit was opened to complete the procedure. There was no delay in treatment. No complication or death occurred to the pt. The event was initially evaluated and determined to be non-reportable. The returned device was received and the event was determined to be a result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).